Event description:
Patient had kci found vac therapy in place for 17 days. Upon discontinuation of therapy, it was noted that dried sponge debris could not be removed from the wound requiring debridement.